Event description:
It was reported that the patient had the artificial urinary sphincter removed as it was not working due to fluid loss from a hole in the pressure regulating balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.